Manufacturer narrative:
A review was performed. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the phacoemulsification equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). Date of event: at the time of this report, the date of the event is unknown. The field service specialist (fss) visited customer site to inspect the unit. Upon service start up, system started properly, then went into 2012 error (instrument host timeout error) /safe state after 15 minutes of sitting idle. Fss confirmed the 2012 errors. Fss replaced advantech printed circuit board (pcb), network adapter and modified ethernet cable assembly. The system instrument manager was removed and then it was reinstalled. Fss reinstalled 3.07 software and performed hard drive check disk with error repair. Fss performed system calibrations and let system sit idle for 45 minutes without error issues. Fss also noted that the system base charger would not recognize the advanced control pedal (acp) footpedal when placed in the cradle, and the issue was addressed during the recent preventative maintenance (pm) of this unit; however, the customer refused to have the base charger repaired due to the cost of the part. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that the system locked up while powered on and sitting idle, that they were unable to use touchscreen and message appeared. Customer was unsure of the message or error that had occurred. There was no patient involvement reported and no patient treatments delayed or cancelled.